Manufacturer narrative:
It was reported that the child was very ill and the parents elected to stop all therapies. This was a male pt admitted to the pediatric intensive care unit (picu) in 2006, with a diagnosis of hemophagocity lymphohistocytosis (hlh), status post hematopoietic stem cell transplant, acute renal failure and chronic lung disease. He had a history of gastro-intenstinal bleeding. At the time of the incident, he was being maintained on mechanical ventilation via an oral endotracheal tube. In situ, he had a naso-gastric (ng) tube, a right chest tube, right radial arterial line, left subclavian central venous double lumen catheter and a right femoral vein catheter used as an access site for cvvhdf. Gambro technical services field rep, was called out to check the machine. When he arrived, he was in contact with a gambro intensive care therapy specialist, registered nurse. They read off the treatment history. The services tech reported that there were a couple of return extremely positive alarms and at 11:39 there was a dialysate bag empty alarm, then the following times there were dialysate incorrect alarms: 11:40, 11:42, 11:43, 11:45, 11:49, 11:50, 11:52, 11:55: 11:59 and 11:59. He reported that these alarms were from the last treatment. He could not document the reported condition. He verified scale calibration, pressures and pump speed. He reported that the machine functionally tested to be within MFR's specifications. The prisma safety alert training for this facility was conducted in 2/06. Given this pt's complicated medical history and poor prognosis, it is impossible to determine whether this second incident of 166 ml of excessive fluid removal caused or contributed to the pt's death.